Manufacturer narrative:
3 month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The patient had a highly angulated aortic neck. It was reported that when the patient returned for follow approximately two years later, a type ia endoleak was identified. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.